Event description:
It was reported that, during a routine in-clinic checkup, inappropriate ventricular pacing was observed on the implantable cardioverter defibrillator (ICD) due to intrinsic ventricular events falling into the ventricular blanking period after atrial paces. The ICD system remains in service. No adverse patient effects were reported.